Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that¿during the call, patient's spouse stated that the patient had an issue a week or so ago, later said a few days ago. They clarified that when trying to recharge the implant, patient said they weren't able to charge unless they wiggled the recharger telemetry module (rtm) cord, which would make charging work. They then said before wiggling, charging would take forever and "quit charging". Reviewed to inspect controller port and rtm, and they said everything looked good. The spouse¿then said the rtm felt loose when plugged into the controller. It was confirmed that the ac power supply was also loose/wiggled when plugged into controller. As both cords were loose in controller, it was reviewed with the spouse that the controller may be the issue. They¿stated the "stimulator box" (clarified controller) wasn't working properly. The spouse clarified it won't charge, as when pt tried to charge they get software problem (screen details asked, unknown, said only comes up when trying to charge). Caller mentioned patient had tried resetting when this happened as they had been told to reset in the past. They also said it felt like the "back on the controller" (clarified the actual controller casing, not the battery cover) was loose at the seams, and sometimes if they "mash it hard" something else would pop up. It was reported that they then said the patient also said when they try to press the buttons to turn stim up or down, that won't work. The spouse said patient would be able to go up pretty good, but would have to "punch and punch it" to get stim to go down. This all started the last couple days. They did not see any damage to li battery, battery compartment, or controller port. No symptoms or patient complications were reported.